Manufacturer narrative:
It was reported that the left front wheel of the wheelchair cracked and bent resulting in the end-user falling forward onto the floor and onto his amputated leg. Per report, the amputated leg still had stitches and the wound became infected. It is unknown what treatment was required for the reported infection. The end-user was reportedly treated at a hospital and then transferred to a rehabilitation center. It was reported that when the wheelchair was delivered to the end-user, the end-user would not listen to the instructions-for-use that were being given and "just wanted the chair and for him (technician) to leave". Due to the reported incident, this medwatch is being filed. The sample was not available to be returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the left front wheel of the wheelchair cracked and bent resulting in the end-user falling forward onto the floor and onto his amputated leg.